Event description:
It was reported that during a normal device change out procedure, externalized conductors were observed on the rv lead. The electrical function of the lead was normal. The lead remains implanted and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.